Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic unknown procedure, the blade tip was broken off on the mayo table. But the broken pieces were retrieved. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.